Event description:
It was reported the pt has been unable to receive effective stimulation. An impedance check was performed and revealed invalid impedance. Reprogramming to provide resolution was unsuccessful. As a result, the pt plans to meet with a physician and also undergo x-rays.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2015. During the procedure, blood was found in the lumen of one of the lead tails. Blood was also found along the length of the lead up to the lead body. The doctor was unable to find where the blood entered the device. In turn, the doctor decided to cut the lead tails in multiple areas to explant the device. Next, a replacement lead was implanted. Surgical intervention resolved the patient's issue.